Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue.

Event description:
On april 12, 2024, a reporter for the lay user/patient contacted lifescan (lfs) united states, alleging that the patient¿s onetouch ultra2 meter would not power on. The complaint was classified based on the customer care agent (cca) documentation, since contact information for the patient was not provided to obtain additional information. It was not reported when the alleged power issue began. The reporter stated that the patient was unable to test their blood glucose due to the meter not powering on with test strip insertion. It was not reported if the patient takes medication to manage their diabetes or if they took any action regarding their normal diabetes management due to the alleged issue. On (B)(6) 2024, the reporter stated the patient attended the doctor¿s office to receive help with the meter but attempts to make the meter work were unsuccessful. On (B)(6), 2024, the reporter claimed the patient¿s blood glucose went ¿really high¿ as a result of the alleged issue, and that they went to the emergency room (ER) for treatment. The reporter was unable to provide further information. It was not reported what symptoms the patient developed, nor what type of treatment they received at the ER. The patient could not be contacted to troubleshoot the issue. This complaint is being reported because the patient reportedly received medical intervention for an acute complication of diabetes after they were unable to test their blood glucose due to the reported issue, and it is not known what type of medical treatment the patient received.